Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the device on the first day, with a documented blood glucose of 58 mg/dl and device low alerts present; the patient¿s caregiver was advised not to make a meal announcement for correction and to use oral carbohydrates for gradual recovery. Symptoms included low blood glucose without loss of consciousness or other acute effects. Outcomes included self-management without medical intervention or assistance. Investigation included troubleshooting support and user education regarding hypoglycemia correction and avoidance of counterproductive meal announcements. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear.